Manufacturer narrative:
Pump received with cracked reservoir tube lip and minor scratches on display window noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is damaged customer's blood glucose was 185mg/dl at the time of incident. Troubleshooting found that the display screen is scratched and the customer cannot read the screen. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.